Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that scratches above top button, cracks on reservoir. The customer's blood glucose was unknown. The customer also stated that the insulin pump had diminished battery life and slower rewind. The insulin pump will be returned for analysis.